Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported a lump that formed above #13. Patient examined by dentist and will need root canal for #13. Lump is hindering patient to wear aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.